Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer experienced issues with bad sensor alert as well. Customer was advised a replacement sensor will be sent out.